Event description:
It was reported the patient's blood glucose level rose above 300 mg/dl while wearing the pod between 25 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site and the cannula was bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.